Event description:
It was reported that stent dislodgement occurred. The target lesion was located in non-tortuous and severely calcified left iliac artery. A 7.0 x 60 x 75cm express ld iliac / biliary stent was advanced. However, during procedure the stent detached from stent delivery system (sds). The physician removed the sds intact. An arterial access was then performed via ipsilateral groin approach. After a 018 guidewire was crossed the lesion, a 8 x 27mm express ld was deployed. Dilatation was performed with a 6 x 40 sterling balloon catheter and the procedure was completed successfully. There were no patient complications reported. The patient fully recovered.